Event description:
During the stent assisted embolization of a right paraclinoid-ophthalmic artery aneurysm, it was reported that the device prolapsed into the parent vessel. The physician stated that there was "interaction in between coil delivery catheter and stent delivery catheter" resulting the device prolapse. The protruding part of the device was secured to the vessel wall with the stent. There was no reported clinical consequence to the pt.

Manufacturer narrative:
(B) (4). Coil protrusion.